Event description:
Customer stated there was a leak coming from the sample probe.

Manufacturer narrative:
The customer stated their probe is leaking and the instrument will not run. There were no reports of erroneous results being generated or reported out of the lab. Customer reran qc after contacting iris customer support and the qc passed. Iris field service engineer (fse) did not go to the customer location but did assist the customer over the phone. The fse instructed the customer on tightening the fittings and the customer confirmed there was no longer a visible leak on the instrument. The customer re-ran controls and controls passed, the system was operational.